Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 2-3 functional tricuspid regurgitation (tr) for a triclip procedure. When the triclip steerable guide catheter (tsgc) proceeded into the right ventricle, air bubbles were noticed through the echocardiogram. After checking the guide chamber of the device it was noted that the clip introducer was filled with air. The triclip (tcds) was then retracted into the guide and removed from the patient while aspirating. The tcds was flushed outside of the patient while the guide remained inside of the patient removing any remaining air bubbles. The liquid filling the guide chamber was holding and appeared to be acting normally. The same tcds was forwarded into the guide and the guide chamber remained closed without any air issues. The tcds was able to be implanted successfully. The final tr was grade <1. There was no clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported leak appears to be related to procedural conditions. The reported air embolism appears to be related to procedural conditions associated with the leak. The reported patient effects of air embolism, as listed in the triclip system instructions for use, is a known possible complications associated with triclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.